Event description:
Patient was hospitalized in 2006 for severe hypoglycemia which resulted in permanent neurological damage. Patient subsequently passed away 13 days later, at this time, no further information is available regarding cause of death.

Manufacturer narrative:
The pump has not been returned to animas for evalution. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at that time of release.